Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's husband lifted her up "to pop her back" 5 days previous. Subsequently, a loss of therapeutic effect was noted. The pt was feeling stimulation in her left thigh. Regarding pt programming, the pt was in group 2. Group 1 gave stimulation in the abdomen. Group 3 allowed the pt to feel appropriate stimulation again.